Event description:
It was reported that the customer passed away due to natural causes. The customer was wearing the insulin pump at the time of death. An autopsy was not performed. The customer's doctor thinks the insulin pump may have malfunctioned prior to the customer's death. However, the insulin pump was lost after the customer's death and could not be returned for analysis. It was reported that a year prior to the customer's death, the customer underwent some medical testing that caused him to be hospitalized with hyperglycemia. The reporter stated that she thinks the customer underwent the same medical tests just prior to his death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.